Event description:
It was reported that alarm 2 followed by alarm 26 occurred, indicating an occlusion issue in the cartridge. There was no reported impact on the customer's blood glucose level. The customer was instructed by technical support to conduct specific troubleshooting steps that involved disconnecting and adjusting the tubing and delivering boluses; however, the occlusion alarms persisted. The blockage was identified in the cartridge, and the customer changed supplies as necessary to resume insulin therapy.